Event description:
It was reported that during an attempted device check implant detect was in progress. Implant detect was manually turned off and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product. 5076-52 lead implanted (B)(6) 2014. (B)(4).